Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr became stuck on the guidewire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotapro and a 330cm rotawire were selected for use in a percutaneous coronary intervention (pci) procedure. A non-bsc sheath and guide catheter were used. The rotapro was prepped and platformed at 190000 rpm outside the patient. During the procedure, rotapro was advanced into the blood vessel. Ten ablation runs were completed at the lesion area in lad proximal with speeds 190000 rpm to 200000 rpm for 10 seconds each. After the twelfth ablation, a drastic high rotation sound was noted, and the burr become stuck on the wire in the lesion. The physician removed the device using dynaglide mode; however resistance was felt and a sound was heard from the advancer part and the burr did not rotate. When the physician performed a test outside the patient's body, there was a sudden increase in speed to 240,000rpm - 250,000rpm and the burr did not move. It was noted the device detached near the strain relief. The procedure was completed successfully with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter state: (B)(6). Device evaluated by manufacturer: returned product consisted of a rotawire inside of a hoop, together with its original opened pouch. The guidewire was easily removed from the hoop. The returned device only had the distal tip bent. No more damages were encountered in the device. Dimensional inspection was performed. The overall length, outer diameter (od) of the distal tip, od of the middle of the device, and od of the proximal section were within specification. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck on the guidewire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotapro and a 330cm rotawire were selected for use in a percutaneous coronary intervention (pci) procedure. A non-bsc sheath and guide catheter were used. The rotapro was prepped and platformed at 190000 rpm outside the patient. During the procedure, rotapro was advanced into the blood vessel. Ten ablation runs were completed at the lesion area in lad proximal with speeds 190000 rpm to 200000 rpm for 10 seconds each. After the twelfth ablation, a drastic high rotation sound was noted, and the burr become stuck on the wire in the lesion. The physician removed the device using dynaglide mode; however resistance was felt and a sound was heard from the advancer part and the burr did not rotate. When the physician performed a test outside the patient's body, there was a sudden increase in speed to 240,000rpm - 250,000rpm and the burr did not move. It was noted the device detached near the strain relief. The procedure was completed successfully with another of the same device. There were no patient complications reported. It was further reported that the device reached speeds of 240,000rpm - 250,000rpm during use inside the patient. It was noted the burr drive shaft detached at the handshake connection. The patient's status was stable post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: returned product consisted of a rotawire inside of a hoop, together with its original opened pouch. The guidewire was easily removed from the hoop. The returned device only had the distal tip bent. No more damages were encountered in the device. Dimensional inspection was performed. The overall length, outer diameter (od) of the distal tip, od of the middle of the device, and od of the proximal section were within specification. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck on the guidewire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotapro and a 330cm rotawire were selected for use in a percutaneous coronary intervention (pci) procedure. A non-bsc sheath and guide catheter were used. The rotapro was prepped and platformed at 190000 rpm outside the patient. During the procedure, rotapro was advanced into the blood vessel. Ten ablation runs were completed at the lesion area in lad proximal with speeds 190000 rpm to 200000 rpm for 10 seconds each. After the twelfth ablation, a drastic high rotation sound was noted, and the burr become stuck on the wire in the lesion. The physician removed the device using dynaglide mode; however resistance was felt and a sound was heard from the advancer part and the burr did not rotate. When the physician performed a test outside the patient's body, there was a sudden increase in speed to 240,000rpm - 250,000rpm and the burr did not move. It was noted the device detached near the strain relief. The procedure was completed successfully with another of the same device. There were no patient complications reported.